Event description:
Gh hold 8-8-17. It was reported that the patient presented in clinic with an alert on their implantable cardioverter defibrillator. Upon device interrogation, it was discovered that the device had a charge timeout. Further testing in clinic and possible device replacement were discussed. The patient was in stable condition.